Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot and +p insulation resistance tests. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. Upon receipt, the electrode belt failed the incoming hi-pot and +p insulation resistance tests. During servicing, the rear therapy electrodes (te) were found to be creased, but no damage was found to the electrode belt cables, wires, or strain reliefs. No damage to the te wiring was observed during the replacement of the tes. Following the replacement of the tes the belt passed all testing. The root cause of the test failures was unable to be positively identified; however, a possible cause could be the temporary presence of moisture in the tes during testing. If sufficient drying time is not allowed following the incoming cleaning process, incoming functional testing could result in test failures that are unable to be duplicated following the drying of the tes. No adverse event resulted from the test failures. The last pt to use this belt did not report any deficiencies.